Event description:
On (B)(6) 2011, the lay user/patient's mother contacted lifescan (lfs) (B)(4) alleging the patient's onetouch ping enhanced meter was powering off. The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow-up call with the reporter. The patient's mother reported that the subject meter would power on normally when manually powered on; however, when a test strip was inserted it would display an "hour glass" and shortly afterwards would power off. The reporter stated this power issue began on (B)(6) 2011 at 10am while the patient was at school. The reporter claimed the patient was tested with his backup meter (ot ultramini) when unable to test with the subject meter and obtained a result of "8.7 mmol/l". The patient's mother stated that as a result of the alleged issue, the school nurse did not administer the patient's lunchtime bolus because she did not know how to administer the bolus without the meter remote. The patient's mother confirmed that the patient did not develop symptoms suggestive of hyperglycemia, nor did he have to receive medical intervention as a result of the alleged power issue. At the time of troubleshooting, the reporter claimed the alleged power issue with the subject meter occurred when she attempted to test with at least 2 different test strip lot numbers. The patient's mother stated the test strips worked fine when she inserted into the patient's backup meter. A replacement meter was sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms or have to receive medical intervention for severe hypoglycemia or hyperglycemia. However, this complaint is being reported because the alleged power issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510k # is k082590.